Manufacturer narrative:
Additional information provided in sections b.3 and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which included that event occur, during pars plana vitrectomy, membrane peel and endolaser surgery.

Event description:
Additional information received reporting that no occlusion tone was heard. The surgery was completed with alternative probe.

Manufacturer narrative:
Additional information provided in sections h.6. B.5 and h.11 the company representative was unable to confirm or replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the serial (under investigation) with the same event code. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system cutter was not working and probe suction makes off noise. The details of the event and procedure was not reported. No patient harm was not reported. Additional information has been requested, but none received to date.